Event description:
Revision surgery was performed on (B)(6) 2026 due to shoulder instability. Previous surgery is unknown, as well as complete product information of original implant. During revision the pre-existing smr reverse liner (pn (B)(4)), humeral extension +9mm (pn 1352.15.001), connector small (pn 1374.15.305) and glenosphere dia36mm (pn 1374.09.111) were removed and replaced with new connector, glenosphere eccentrical dia40mm (pn 1376.09.041), humeral extension and reverse liner retentive +6mm dia40mm (pn 1365.50.821), to increase the assembly thickness. Surgery was completed as intended. Patient is male, date of birth (B)(6) 1957. The event occurred in the united states.

Manufacturer narrative:
Explanted device was discarded, therefore not available for identification and analysis.no review of manufacturing records can be performed since lot number is unknown.the manufacturer will submit a final report as soon as the investigation is completed.